Event description:
It was reported that the patient experienced arrhythmia and fatigue due to loss of capture associated with dislodgment of the right ventricular (rv) lead. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.